Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited dislodgement. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.